Event description:
It was reported that the patient had heard an audible alert approximately two months ago due to elective replacement indicator (eri) and was seen in the clinic. At that time, the audible alerts were turned off. The patient is now hearing unexplained alerts again and was seen in the emergency room. The patient is experiencing a very high level of anxiety due to fear of device malfunction. Diagnostic tests were done and the patient was assured that the device was still functioning normally. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.